Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during percutaneous coronary intervention, a kink was noted. During use of the device, a kink was noted, therefore the guide catheter was exchanged with another non bsc guide catheter. The procedure was completed with a different device. Patient status listed as good. Returned product analysis revealed a shaft separation.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a mach1 device with no original packaging or other devices. The shaft of the device was separated into three sections. Microscopic examination of the ends of the shaft revealed gross torsional damage with exposed braiding at the end of the shaft protruding from the hub. The distal end of the detached shaft segment and the proximal end of the segment presented a relatively clean fracture surface, which may indicate the device was severed. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. Review of the information available for the reported event was unable to determine an exact root cause. There was no evidence of any specification non-conformances related to the complaint device; it is likely that the device met specification but performance was limited by interaction with patient anatomy, interaction with other devices or other procedural factors. The most probable root cause was considered ¿operational context¿. (B)(4).